Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with the cause unclear, and troubleshooting and education were completed. Investigation included a review of complaint details and user-reported blood glucose information with remote troubleshooting and education. Further investigation of this case revealed no confirmed device malfunction and insufficient evidence to link the device to the event. Symptoms included lethargy associated with high blood glucose. Outcomes included temporary impairment requiring user intervention. It was concluded that, based on previously established findings for similar reports, the event was user-related, or use-environment related with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.